Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital due to a blood glucose (bg) level of 500, cause was unknown. Customer administered manual injections to address bg level. The customer was treated with insulin therapy and was discharged on (B)(6) 2024 with no known permanent damage. Reportedly the customer continued to use the pump for insulin therapy.